Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." (B)(4). This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-02139 / 02140). Additional event for this patient reported on medwatch numbers 1825034-2016-02141 / 02142. Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately eight years post-implantation due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, dislocations, metallosis, and metal debris. Review of invoice history confirms the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product - biomet femoral stem catalog#: x12-171311 lot#: 478790; zimmer cables. (B)(4). This report is number 2 of 7 mdrs filed for the same patient (reference 1825034-2016-2139 / 02142 & 04718 / 04720).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately eight years post-implantation due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, dislocations, metallosis, and metal debris. Review of invoice history confirms the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative notes received that patient underwent a left hip revision procedure approximately eight years post-implantation due to a fluid collection and elevated metal ion levels. During the procedure, edematous and inflamed tissue, corrosion, loosening of the cup and lysis were noted. The acetabular cup and femoral head were removed and replaced. A legacy zimmer cup and liner were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified medical records received indicated a small crack in the anterior cortex extending below the lesser trochanter happened during the initial implant, which was repaired. The revision op notes reported elevated cobalt and chromium levels and significant corrosion around the trunnion. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.